Event description:
It was reported that the surgeon noted two brownish black dots on the cc4204bf collamer plate lens upon receipt. The lens was not used.

Manufacturer narrative:
Eval results - visual inspection of the returned product showed a black and reddish spot, and a reddish residue on the lens. There was no visible damage noted. A work order search was performed and there were no similar complaints found.